Event description:
It was observed during the device evaluation that the flex deflectable videoscope adhesive around the objective lens is peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.